Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer declined to provide information regarding blood glucose level impact. Reportedly, the customer changed out supplies and resumes insulin following the occlusion alarm. The customer stated they would continue to use the pump for insulin therapy.